Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) exhibited high pacing impedance measurements. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned. While the device was explanted. Both product were successfully replaced. No additional adverse patient effects were reported.